Event description:
It was reported that the device was in back-up mode. The patient had not been seen since implant.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Upon receipt, the device would not communicate. The battery voltage was found to be past end of life (eol). The device was attached to an external power supply and the memory was found to be corrupt. With a new battery, automated electrical testing found that the device passed all tests and no anomalies were detected. The device had been programmed to high outputs. The root cause of the device reset could not be determined. .